Event description:
The reporter indicated that a 13.2mm vicmo 13.2 of -5.00 diopter was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault and the problem was not resolved. Reference MFR # 2023826-2023-04953 for exchange lens.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H6: device code: 1494, off-label use, acd < 3.0mm. Claim#: (B)(4).

Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens of diopter -5.0 into the patient's right eye (od) as an exchange lens on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to low vault without rotation. This resolved the problem. No injury reported. Claim#: (B)(4).